Manufacturer narrative:
In the instruction for use for the gore® viabahn® endoprosthesis with propaten bioactive surface the following is stated: adverse events possible adverse events and complications that may occur with the use of any gore® viabahn® endoprosthesis with propaten bioactive surface or in any endovascular procedure and require intervention include, but are not limited to: occlusion (thrombosis and/or stenosis) of endoprosthesis or vessel

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the study number with codes for the hospital and patient. H3 other code: as the device remains implanted, no further investigation of the device can be performed. Neither clinical images enabling direct assessment of product performance, nor the device was returned for evaluation. H6 investigation findings code c19 refers to the product history review: a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. With the information provided to gore the root cause for the reported event cannot be established. Cbas® heparin surface incorporates carmeda-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore from the avg 22-09 viedoc study database: on (B)(6) 2024, the 54-year-old male patient underwent placement of a gore® acuseal vascular graft in the left upper arm for dialysis. A thrill or bruit was noted at the end of the procedure. The patient received at least one dose of prophylactic antibiotics prior to surgery. No events occurred during the procedure. One additional procedure was performed during the graft placement: a percutaneous transluminal angioplasty and thrombectomy. On (B)(6) 2024, the patient was noted to undergo the first successfully hemodialysis session with the gore® acuseal vascular graft. There were no events during this session. On (B)(6) 2024, it was reported that the patient had thrombosis and had resolved by (B)(6) 2024. The event lead to in-patient or prolonged hospitalization. There was no repeat intervention performed on the study limb. No further information is provided (covered with (B)(4)). On (B)(6) 2024, a protheto-venous anastomosis was performed with a gore® viabahn® endoprosthesis with propaten bioactive surface (vsx device). On (B)(6) 2024, a graft occlusion occurred, because there was a short instent graft stenosis of the vsx-device. The patient underwent a pta procedure and a drug eluting balloon was used to solve the issue.